Event description:
It was reported that the patient with this implantable pacemaker recorded pacemaker-mediated tachycardia (pmt) episode. Additionally, patient reports racing heart rate and sent a patient-initiated interrogation (pii). Boston scientific technical services (ts) discussed that the electrocardiogram (egm) appeared to be supraventricular tachycardia with atrial sensing ventricular pacing below the maximum tracking rate (mtr) of 130 beats per minute (bpm). An atrioventricular search started and extended the atrio-ventricular delay to 400 milli seconds. Histograms showed two bell shaped curves, a large pacing bar peak at the lower rate limit for atrial and ventricular and a small peak at 110 bpm that was atrial sensing ventricular pace. Ts further suggested to measure retrograde and increased minimal post-ventricular atrial refractory period (pvarp) and consider reducing the mtr. At this time, this pacemaker remains in service. No adverse patient effects were reported.